Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: ahmad mm, james o, farate a, olasoji ho, suleiman ik, abdullahi mas, umar fk. Use of arch bars versus imf-screws in maxillomandibular fixation of mandibular fractures: a randomised prospective study. J west afr coll surg. 2025 oct-dec;15(4):471-480. Doi: 10.4103/jwas.jwas_145_24. Epub 2025 apr 5. Pmid: 40969499; pmcid: pmc12443450. Objective/methods/study data: the aim of this retrospective cohort study was to compare the use of arch bars versus imfs for treatment of mandibular fractures including evaluation of sonographic findings and the patients¿ quality of life (qol). A total of 50 aged 18¿65 years patients consisted of 44 male patients and 6 females with mandibular fractures were recruited and randomly divided into two groups, 25 each in the arch bars and imfs treatment groups. A total of four intermaxillary fixation screws (imf) screws were inserted (johnson and johnson depuy synthes imf screw; 2.0mm imf screw, self-drilling, 8 and 12mm), one in each quadrant either medially or laterally to the canine root in the maxilla and also in the mandible. Additional screws were inserted on the contralateral side, one in the maxilla and one in the mandible, while avoiding the roots of the teeth and the mental nerve in the mandible. The mean duration follow-up was 6 weeks postoperative. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes imf screws. Adverse event(s) and provided interventions possibly associated with unk - screws: imf (qty 95): 11 patients had screw covered by mucosa; no intervention was noted. 1 patients had screw fracture on insertion; no intervention was noted. 1 patient had infection; no intervention was noted. 40 patients had hyperechoic bridge at 3 weeks follow-up; no intervention was noted. 42 patients had hyperechoic bridge at 6 weeks follow-up; no intervention was noted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: e1 (facility name). Recaptured codes on h6 (health effect - clinical code, medical device problem code). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.